Manufacturer narrative:
B3: follow up has been made to clarify the event date, date of the event was reported as june 27. (B)(6) h3, h6: the device was returned for root cause analysis and the investigation findings concluded after functional testing and event history log review; the customer problem was not duplicated, and cause could not be determined. The pump had no physical damage, and as a result of checking the logs, the manufacturer representative could not confirm that there was no record of the customer reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative returned the unrepaired device to the customer at the customer's request.

Event description:
It was reported that when using the product, the alarm did not work even after a certain amount of time had passed after pressing the stop button. The cassette was not recognized. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H2) additional information: b3 updated.